Event description:
The customer reported to philips that the device's ECG waveform appeared off of the wave. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.